Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7072167.

Event description:
It was reported that one day after an scs implant procedure, prior to the hospital discharge, the nurse discovered two contacts of the distal tip of the patients right lead perforated the skin and were exposed. The patient underwent an additional procedure where the lead was sanitized and reinserted into the patient. The patient was doing great post-operatively.